Event description:
Guidant's medical experts adjudicated this patient's outcome and it was determined that this patient experienced a stroke sometime after the stent procedure.

Event description:
The patient underwent a carotid stent procedure using two acculink stents, and apparently experienced a reprofusion injury. The cat scan reports of their head revealed bleeding in the left parietal area, and blood in the ventricular system subarachnoid as well. The patient was on a ventilator and was being hyperventilated, appeared to be in no apparent distress, and followed commands (moving their right side). During hospitalization however, the patient died. The condition was pre-existing and was not related to the devices.